Manufacturer narrative:
Correction: b.3, d.11(event date 04/01/2020). Cont¿d from d.11: (3) syr tubings; (3) bd 60 ml texium syringes; (1) terumo syringe; (1) monoject syringe; therapy date (B)(6) 2020.

Event description:
It was reported that there was an over infusion of chemotherapy on a pediatric patient. It was noted that the ordered drug dinutuximab completed one hour early. There was no patient harm. The next day, during a subsequent administration of dinutuximab for the same patient, there was a syringe volume discrepancy using the same pump. The dinutuximab was dispensed in a 60 ml syringe. It as observed to be 48 ml of the drug in the syringe, however the syringe pump detected only 46.6 ml. Immediately following this observation, the facility conducted a trial of testing different syringes (bd, terumo and monoject) utilizing the same pcu and involved syringe pump. It was observed that that syringe pump did not accurately detect the volume in all three syringes tested. At that time, a second syringe pump was attached to the same pcu. This syringe pump also did not accurately detect the volume in all three syringes. It was noted during the trial, that the volume detected by the pump using the bd 60ml syringe was 1 ml more than the volume in the syringe. Also, the volume detected by the pump using the terumo 60 ml syringe was 2 ml more than the amount in the syringe. Information regarding the monoject syringe was not provided.

Event description:
It was reported that there was an over infusion of chemotherapy on a pediatric patient. It was noted that the ordered drug dinutuximab completed one hour early. There was no patient harm. The next day, during a subsequent administration of dinutuximab for the same patient, there was a syringe volume discrepancy using the same pump. The dinutuximab was dispensed in a 60 ml syringe. It as observed to be 48 ml of the drug in the syringe, however the syringe pump detected only 46.6 ml. Immediately following this observation, the facility conducted a trial of testing different syringes (bd, terumo and monoject) utilizing the same pcu and involved syringe pump. It was observed that syringe pump did not accurately detect the volume in all three syringes tested. At that time, a second syringe pump was attached to the same pcu. This syringe pump also did not accurately detect the volume in all three syringes. It was noted during the trial, that the volume detected by the pump using the bd 60ml syringe was 1 ml more than the volume in the syringe. Also, the volume detected by the pump using the terumo 60 ml syringe was 2 ml more than the amount in the syringe. Information regarding the monoject syringe was not provided.

Event description:
It was reported that there was an over infusion of dinutuximab on a pediatric patient receiving a 24 hour continuous infusion. On (B)(6) 2020, it was noted that the drug completed one hour early. There was no patient harm. There was also report of multiple syringe volume discrepancies using the same pump during the patient's continuous infusion therapy. There was only one specific volume discrepancy provided. On (B)(6) 2020, the dinutuximab was dispensed in a 60 ml syringe. It was observed to be 48 ml of the drug in the syringe, however the syringe pump detected only 46.6 ml. Immediately following this observation, the facility conducted a trial of testing different syringes (bd, terumo and monoject) utilizing the same pcu and involved syringe pump. It was observed that the syringe pump did not accurately detect the volume in all three syringes tested. At that time, a second syringe pump was attached to the same pcu. This syringe pump also did not accurately detect the volume in all three syringes. It was noted during the trial, that the volume detected by the pump using the bd 60ml syringe was 1 ml more than the volume in the syringe. Also, the volume detected by the pump using the terumo 60 ml syringe was 2 ml more than the amount in the syringe. Information regarding the monoject syringe was not provided.

Manufacturer narrative:
Corrections: h3, h6 (method, results, conclusion), h11. Additional information: d10, g4, h2, h10. Investigation conclusion: the report of an over-infusion and volume discrepancy was not confirmed. The event description states the event occurred on (B)(6) 2020, however there were no entries for either source device until (B)(6) 2020. Functional testing performed for syringe module s/n (B)(6) showed the device passed all appropriate tests (asm barrel clamp accuracy, plunger force accuracy and plunger position accuracy). The device was being used for treatment. Device inspection: syringe module s/n (B)(6) was received with instrument seal intact. Drive head up/down vertical movement was observed to move freely after opening the gripper control. The gripper control opened but did not return to the close position as intended. Barrel clamp assembly was functioning as intended. All parts inspected are manufactured by bd. Root cause analysis: the root cause of the reported over-infusion and volume discrepancy was not identified. Device history review: review of the syringe module s/n (B)(6) service history record showed the device had a manufacture date of 03apr2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 28sep2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that there was an over infusion of dinutuximab on a pediatric patient receiving a 24 hour continuous infusion. On (B)(6) 2020, it was noted that the drug completed one hour early. There was no patient harm. There was also report of multiple syringe volume discrepancies using the same pump during the patient's continuous infusion therapy. There was only one specific volume discrepancy provided. On (B)(6) 2020, the dinutuximab was dispensed in a 60 ml syringe. It was observed to be 48 ml of the drug in the syringe, however the syringe pump detected only 46.6 ml. Immediately following this observation, the facility conducted a trial of testing different syringes (bd, terumo and monoject) utilizing the same pcu and involved syringe pump. It was observed that that syringe pump did not accurately detect the volume in all three syringes tested. At that time, a second syringe pump was attached to the same pcu. This syringe pump also did not accurately detect the volume in all three syringes. It was noted during the trial, that the volume detected by the pump using the bd 60ml syringe was 1 ml more than the volume in the syringe. Also, the volume detected by the pump using the terumo 60 ml syringe was 2 ml more than the amount in the syringe. Information regarding the monoject syringe was not provided.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that a continuous 60ml dinutuximab chemotherapy infusion completed one hour earlier than expected. There was no information provided regarding patient impact from the event.